Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath and lung cancer. There was medical intervention required by the patient but not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information has received. The following fields has been updated in this report. In box a: sex has updated. In box b: adverse event/product problem, outcomes attributed to ae has updated. In box d: model number, catalog item identifier, product UDI has updated. In box e: reporting institution name has updated. In box g: report source - other, date received by mfg has updated.